Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced. The patient was stable following the event.